Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the ins was unable to recharge and there was unsatisfactory analgesia. The event resulted in an unscheduled clinic or office visit. The patient was not using spinal cord stimulation (scs), therapy was suspended. The scs was discharged. The event was related to the device or therapy, specifically to patient non-compliance as the patient chose not to recharge, and not related to the implant procedure. The patient was considering explant. The outcome was reported as ongoing. On (B)(6) 2018, it was reported that the therapy was resumed on (B)(6) 2017 and the issue was resolved without sequelae. On 2020-04-13, it was reported that the patient had unsatisfactory analgesia on (B)(6) 2018 and wanted the stimulator explanted. On (B)(6) 2019, the generator was found to be at end of service (eos). The patient stated on (B)(6) 2019 that they missed the stimulator and it was replaced on (B)(6) 2019. The cause of the unsatisfactory analgesia and eos was not provided. The event was resolved without sequelae. No further complication was reported or anticipated.